Manufacturer narrative:
The technical service report indicates: problem description (symptom): totally not functioning. Action taken at site (diagnosis): found that bearings, locking mechanism, washer, shaft are defective and need to replace the below spares for good working. Probable root cause: - incorrectly assembled optical train - damage to optical train - end of life wear-out - shipping damage - use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.